Event description:
As reported, there is incomplete opening of the valve with restricted mobility of the non-coronary leaflet. Cusps are filled with thrombotic material, with an extensive, compact, spiderweb-like load of thrombotic material.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specificiations when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product has not been rec'd for evaluation. Without device return, analysis is limited to a review of the device history record which was found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. Conclusion: without the return of the product, we are unable to determine the cause of the event. No subsequent pt complication has been reported.